Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent magnet replacement surgery on (B)(6) 2023. The recipient's activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet, and an ulcer at the magnet site, following an MRI. Bandaging protocol was not followed. The recipient ceased device use. Revision surgery is scheduled.